Event description:
It was reported that patient underwent an implantable pulse generator (ipg) replacement procedure due to concerns of electrocautery damage. The patient was doing well postoperatively. The explanted device will not be returned per facility policy. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.